Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had migrated. Surgery occurred on (B)(6) 2023 where the ipg was successfully repositioned to address the issue.